Event description:
On 05-apr-2023 ss: follow up information was submitted to update the awareness date and the result of complaint investigation of the returned reference samples showed that in six of the ten samples the click-legs had defects (the click-legs of tubing connector are closed), and in test of static pull was detachment from the base- connector . Based on the result: medical device problem code, type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2023. The issue occurred with 7 same type of infusion and occurred at the time of insertion. The blood glucose level of the patient at the time of event was 10-12 mmol/l. The patient has not resumed a new line yet. No further information was available.

Event description:
Unomedical reference number: (B)(4). Event occurred in canada. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023, (B)(6) 2023. The issue occurred with 7 same type of infusion and occurred at the time of insertion. The blood glucose level of the patient at the time of event was 10-12 mmol/l. The patient has not resumed a new line yet. No further information was available.